Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a blood glucose meter test (capillary) in his doctor's office. The test was from a single finger stick, and his reading was 116 mg/dl. A blood draw (venous) was done for a lab test, and one hour later the rptr received a lab result of 158 mg/dl. He did not have any symptoms. During follow-up, proper cleaning and control testing techniques were reviewed. The reporter had been cleaning his meter with control solution, and did not have any solution available to do a control test during troubleshooting.